Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The device was not returned, and the phenomenon was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported, no additional information was available concerning the referenced additional cases. Occurrences, dates, and outcomes were unknown.

Manufacturer narrative:
This report is being submitted to provided additional information from the reporter. The investigation is ongoing and a supplemental will be submitted upon completion of investigation.

Manufacturer narrative:
The device was not returned as yet. However, the facility informed they would contact olympus once they have decided on the need for repairs. The investigation is ongoing and follow up with the facility is currently being performed regarding additional events that were reported. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, part of the light emitting diode (led) character display of the integrated flow meter on the front panel of the high flow insufflation unit was not lighting up. The issue was identified during routine maintenance. The facility was unaware of it for a long time. The device was used for a therapeutic procedure. The procedure was completed without any delay with the same device. There were no reports of patient harm associated with the event. Additionally it was reported there have been several cases where some of the leds of the high flow insufflation unit had failed to light up. The device may be prone to failure depending on the part lot.